Manufacturer narrative:
Inr test results of inratio = 6.7 inr and lab = 4.7 inr were excluded from comparison test data due to user reporting storage of strips in a hot car. Strips should be stored at room temperature 2 degrees to 32 degrees celsius (35 degrees to 90 degrees f) until expired. Improper storage of strips could affect strip quality and test outcome. No product is expected to be returned. No further investigation required. As of 08/16/2010, one discrepant result complaint was reported for lot #234586 associated with strip code uc534 yielding a complaint rate of 0.000237%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.7, lab: 4.7. Nurse stored strips in a hot car.